Event description:
Corrected information was received on 18dec2024: as reported, during ureteral flexible lithotripsy for stone removal after ureteropelvic lithotripsy, when the basket of an ngage nitinol stone extractor was opened for initial use, the basket would not open properly. The handle of the basket was also found to be broken and detached.

Manufacturer narrative:
Event description: as reported, during ureteral flexible lithotripsy for stone removal after ureteropelvic lithotripsy, when the basket of an ngage nitinol stone extractor was opened for initial use, the basket would not open properly. The handle of the basket was also found to be broken and detached. The procedure was completed by using another same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: interview of personnel, as well as a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in an open, labeled package. The handle was in the open position. The basket sheath was separated at the tip of the support tubing. The shrink wrap was torn partially from one side of the basket formation. The handle did not actuate basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. The complaint device was found to have damage in two locations. The basket sheath was separated at the orange strain relief, preventing the basket from opening and closing. The sheaths that hold the basket wires in place were also found to be split, preventing the basket from having the proper shape. Both issues would have prevented the basket from opening/closing correctly. The cause for the damage could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = device returned but remains under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the basket of an 'ngage nitinol stone extractor' was unable to open and close as the handle was broken. The issue was found upon opening of the package, prior to a ureteral stenting for vesicoureteral procedure. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.